Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of greater than 2500 ohms. A lead fracture was noted. The patient was lightheaded and short of breath. The patient had a heart rate in the 50 beats per minute (bpm) range, but the patient reported having slower heart rates at other times. The lead was tested in unipolar configuration and all measurements were normal. A surgical revision was performed. Fluoroscopy revealed lead abnormalities in the area of the lead that passed through the subclavian vein at the junction of the clavicle and first rib. The damage appeared to be from subclavian crush. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.